Event description:
Three empty intravia 250-ml containers showed particulate matter after medication was added to the bag. In all three cases, the pharmacy noticed the particulate matter and was able to filter the solution into another empty container. The pt never received the bags with the particulates. Upon examining another empty intravia bag, the staff noticed the same particulate on the outside of the bag of some of the bags.